Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc)filter. The indication for filter placement was extensive thrombosis of the popliteal vein and at the common femoral vein, just proximal to the inguinal ligament. A 6f sheath was placed and then an inferior venacavography was performed. Then placed a 6f optease ivc filter was successfully placed into the inferior vena cava without reported difficulty. The renal veins were identified prior to positioning of the optease. Following a trellis mechanical thrombolysis with t-pa infusion, of the right femoral vein and common femoral vein. Following this, a venography showed that the right femoral vein, the right common femoral vein, and iliac veins were patent with good flow and without thrombus all the way to the cava. Approximately four years after the procedure, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, occlusion of the ivc filter, embedded device and recurrent dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, dvt (deep vein thrombosis) and occlusive thrombosis within the filter and vasculature do not represent a device malfunction and may be related to underlying patient issues. Clinical factors that may have influenced the event include patient, specifically coagulopathy, pharmacological and lesion characteristics. Without procedural films or images for review, the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. Approximately four years after the procedure, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, occlusion of the ivc filter, embedded device and recurrent dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient was brought to the cardiac cath lab without premedication. The patient received intravenous versed and fentanyl for sedation analgesia throughout the procedure. The left groin was prepped and draped and numbed with xylocaine. A 6f sheath was placed and then did an inferior venacavography and then placed a 6f optease ivc filter into the inferior vena cava without difficulty. The patient was turned over and access to the right popliteal vein was gained after much difficulty. A 0.035 guidewire was placed into the cava plus put a 5f multipurpose catheter up there and then did venography to assess the extent of the clot. The thrombus appeared to begin at the popliteal vein and at the common femoral vein, just proximal to the inguinal ligament. Following this, a trellis device was placed just above the inguinal ligament in the common femoral vein. This deflated the 10mg of t-pa were infused over ten minutes with the trellis running. Aspiration was done per usual course and then moved the trellis device down after aspiration was complete to a more distal positioned in the femoral vein and repeated that procedure. Following this a venography showed that the right femoral vein, the right common femoral vein, and iliac veins were patent with good flow and without thrombus all the way to the cava. At this point, the sheath was placed and aspiration and the patient was transferred to the holding area in stable condition. The inferior venography showed no evidence of obstruction to the ivc. The renal veins were identified prior to positioning of the optease. From the popliteal vein and showed extensive thrombus throughout the inguinal ligament where the iliac vein appeared to be patent into the cava. Following a trellis mechanical thrombolysis, the right femoral vein and common femoral vein, there was noted to be no residual thrombus in the common femoral or the common femoral vein at the level of the knee. According to the patient profile form, the patient is suffering from anxiety as the patient fear the filter will kill them.